Event description:
Portable x-ray unit was in use by two tech, after exposure was completed, the portable was moved from over the patient's body. The cable that supports x-ray tube and tube arm broke, allowing the assembly to fall. The safety catch is designed to prevent the tube head and arm from falling failed to engage. No harm was done to the patient or staff. Clinical engineering check the x-ray system and found severe wear at cable separation point, excessive wear to pulleys and support. (B)(6) has purchased four of the agfa/philips portable within the past 18 months. Clinical engineering examined all four of the machines and found similar wear on 3 of the four machines. Philips and agfa sell these machines, however the manufacturer is a company called sedacal. The three failed machines were manufactured in (B)(4) between april and may 2015. The three units were removed from service. Philips medical and agfa were notified.